Manufacturer narrative:
Physio-control further evaluated the replaced power pcb assembly at the product assessment center (pac) and was not able to duplicate reported issue. The cause of the reported issue was isolated to the power pcb assembly, however further root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Replaced part will be sent to the product assessment center (pac) for further evaluation.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse event reported.